Event description:
Reporter stated that pt's blood glucose has been low (40-50 mg/dl) on several occasions. Pt self-treated low blood glucose by ingesting orange juice and glucose tablets. Reporter is concerned that pump is not functioning properly.